Event description:
I am a type 1 diabetic and have been on the dexcom g6 continuous glucose monitor for a few years now. The last few months, the sensor accuracy has been drastically off, often differing by over 100 mg/dl when comparing to multiple finger stick/blood tests. Despite repeated calibration, it has been a continuing issue with the dexcom readings varying by much more than the required 20%. This has resulted in multiple hypoglycemic episodes as well as hyperglycemia. I use the dexcom g6 as instructed on the recommended areas and have moved the sensor locations around on my body, all with the same results.